Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that while onsite for an unrelated repair performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) could not pass the safety disk leak test (fails the membrane leak test under all manifolds). There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Getinge field service engineer fse found that the unit could not pass the safety disk leak test (fails) the membrane leak test under all manifolds). Fse replaced the safety disk and completed a full system test, all tests passed to factory specifications. Returned to the customer and released for clinical use. The failure analysis and testing department received the following part associated with this complaint: safety disk. This part was received with a reported unit failure message of leak test fails. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service. The failure analysis and testing department verified the failure message of leak test fails. Safety disk failed testing.retaining safety disk in the fat dept. Per procedure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) could not pass the safety disk leak test (fails the membrane leak test under all manifolds). There was no patient involvement.